Event description:
It was reported that distal tip detachment occurred. A 300cm journey guide wire was selected for use with a microcatheter in an embolization procedure to treat a varicocele. However, it was noted that contrast could not be injected into the microcatheter as it appeared to be blocked. The tip of the journey wire was noted to be damaged. Upon using the backend of the wire to clear the microcatheter, it was noted that the tip of the wire was embedded into the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. It was further reported that the target location was located in the mildly tortuous gonadal vein varicocele. The detached tip became lodged in the microcatheter through the mid segment. The physician removed the detached tip from the patient by removing the microcatheter and wire. The intervention was then performed with a non bsc guidewire.

Event description:
It was reported that distal tip detachment occurred. A 300 cm journey guide wire was selected for use with a microcatheter in an embolization procedure to treat a varicocele. However, it was noted that contrast could not be injected into the microcatheter as it appeared to be blocked. The tip of the journey wire was noted to be damaged. Upon using the backend of the wire to clear the microcatheter, it was noted that the tip of the wire was embedded into the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.